Manufacturer narrative:
B:5 additional information received: it was reported the intervention was performed three days after the patient presented emergently and the event was resolved seven days later. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the event was confined to the right stent graft limb only. The investigator has assessed the event to be possibly related to the endurant device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: esbf3614c103ee, serial/lot #: (B)(4), ubd: 12-mar-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 72 mm diameter abdominal aortic aneurysm. The diameters of the left and right renal arteries were 13-15 and 14-16 mm, respectively. An etlw1616c156ee limb ((B)(4)) was implanted in the left iliac, and an etlw1616c156ee limb ((B)(4)) was implanted in the right iliac. It was reported that the patient presented emergently, approximately 10.5 months post implant, with acute pain in the right leg. Evidence of thrombus in the endurant right iliac limb was noted and ischemia in the right limb due to occlusion of the a. Poplitea, tractus tibiofibularis, a. Fibularis, a. Tibialis posterior and a. Femoralis profunda arteries. The patient was treated with a thrombectomy of the profound femoral artery and crural over the groin. An additional stent was placed in the right iliac limb. After the intervention, restoration of the blood flow to the right foot was observed. The investigator assessed the event as not related to the endurant device or the index procedure. The sponsor assessed the event as possibly related to the endurant device, but not related to the procedure. No additional clinical sequelae were reported and the patient is fine.